Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous left radial vein shunt. The 6.0 x 40/40 sterling over the wire balloon dilation catheter was advanced to the target lesion where the vessel was inflated three times. On the initial inflation the lesion was inflated to 8 atm. On the second inflation it was inflated to 10 atm. On the third inflation the balloon ruptured at 12 atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.